Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo 13.7 implantable collamer lens of -8.5 diopter was being implanted into the patients right eye (od) when lens tear/break during injection/ delivery into the eye. There was patient contact but no patient injury. On (B)(6) 2022. The lens was implanted; removed and replaced intra-operatively for a shorter length lens because it was a spare lens. The replacement lens resolved the problem. Cause reported as unknown.